Event description:
Event description guidant received information that ond day post implant this device could not be interrogated. It was noted that the clinician was unaware of the device type at the time of attempting to interrogate.